Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), salpingitis ("infection in her right ovary and fallopian tube"), oophoritis ("infection in her right ovary and fallopian tube"), endometrial ablation ("ablation"), tubo-ovarian abscess ("infection, tubo-ovarian abscess") and ovarian bacterial infection ("infection (other) describe: right ovary, e. Coli bacteria,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, fever and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), ovarian bacterial infection (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraine") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving and the salpingitis, oophoritis, endometrial ablation, tubo-ovarian abscess, ovarian bacterial infection, dysmenorrhoea, dyspareunia, headache, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometrial ablation, headache, migraine, oophoritis, ovarian bacterial infection, pelvic pain, salpingitis, tubo-ovarian abscess and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 - hysterectomy with unilateral salpingo-oophorectomy - hysterectomy with right ovary and fallopian tube; (B)(6) 2017 -hysterectomy. Diagnostic results: on unknown date essure confirmation test was conducted. Current weight: 140 lbs. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received: reporters, patient demographic, concomitant disease , events (dyspareunia (painful sexual intercourse), infection (other) describe: right ovary, e. Coli bacteria, tubo-ovarian abscess, ablation, migraines / headaches, weight gain) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), salpingitis ("infection in her right ovary and fallopian tube"), oophoritis ("infection in her right ovary and fallopian tube"), endometrial ablation ("ablation"), tubo-ovarian abscess ("infection, tubo-ovarian abscess") and ovarian bacterial infection ("infection (other) describe: right ovary, e. Coli bacteria,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abscess, fever and endometriosis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), ovarian bacterial infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraine") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) , the patient underwent pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), ovarian bacterial infection (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraine") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with salpingectomy and right-oophorectomy), surgery (on (B)(6) 2015,salpingectomy (one side removal of fallopian tube)), surgery (on (B)(6) 2015, oophorectomy (one side removal of ovary)), surgery (laparoscopic right salpingo-oophorectomy) and surgery (laparoscopic right salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache and migraine had resolved, the salpingitis, oophoritis, endometrial ablation, tubo-ovarian abscess, ovarian bacterial infection, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, endometrial ablation, headache, migraine, oophoritis, ovarian bacterial infection, pelvic pain, salpingitis, tubo-ovarian abscess and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2015 - hysterectomy with unilateral salpingo-oophorectomy - hysterectomy with right ovary and fallopian tube; (B)(6) 2017 -hysterectomy. Diagnostic results: on (B)(6), essure confirmation test was conducted as total bilateral occlusion. Current weight: 140 lbs. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received. Event outcome for the event headache, migraine and pain updated as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), salpingitis ("infection in her right ovary and fallopian tube") and oophoritis ("infection in her right ovary and fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (she underwent hysterectomy to remove the remaining essure device, on (B)(6) 2015, she underwent removal of her fallopian tube and right ovary). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, oophoritis, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, oophoritis, pelvic pain and salpingitis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.